Manufacturer narrative:
This user facility is (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of birth - month and day unknown. Initial reporter - establishment unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, manual manipulation was performed on (B)(6) 2015 due to dislocation and subluxation.